Event description:
Procedure type: liver resection. According to the reporter: a patient had undergone an operation and had heard a sound like the thread breaking, and a wound dehiscence was confirmed. This patient underwent an operation again. Another patient who had been used same lot suture, had same problem but no wound dehiscence was confirmed. No bleeding. No harm. Operating room time extended more than 30 minutes.

Manufacturer narrative:
(B)(4).